Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields - h6 - medical device problem code updated fields: d8, h2, h3, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera elite duodenovideoscope had a failed leak test at one of the buttons of only bodily fluids. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.